Manufacturer narrative:
This report is submitted september 1, 2020. (B)(4).

Manufacturer narrative:
This report is submitted on august 04 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to recurrent cholesteatoma and extrusion of electrode. The patient was reimplanted with another manufacturer's device during the same surgery.